Manufacturer narrative:
A g7 neutral e1 liner 36mm f, part # 010000858 from lot 6119373, was returned and evaluated against the complaint. Visual inspection found scuffs and scratches on the outer radius. The barb has been scrape such that small burrs are visible in 2 places. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -04322.

Event description:
It was reported that during a hip procedure the surgeon was unable to seat the liner into the cup. After several attempts the procedure was completed with a ceramic liner. Attempts have been made and additional information on the reported event is unavailable at this time.